Manufacturer narrative:
Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6). A senior remote service engineer (rse) assisted the customer with troubleshooting. The rse determined there was a lead detachment prompt. The customer was provided instructions to reconnect the leads and sensors. The rse confirmed the device returned to normal operation after remote service. The device remains at the customer's site.

Event description:
Philips received a complaint on the suresigns vm 6 patient monitor indicating a no alarm sound. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.